Event description:
Caller reported aviva system blood glucose results of 151 mg/dl, and 125 mg/dl, professional system results of 47 mg/dl and 50 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.